Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she locked her keypad and ate a cherry pie and her blood glucose increased to over 600 mg/dl. The customer was instructed by her doctor to revert to manual insulin injections. This morning the patient's blood glucose was 114 mg/dl, but the customer could not get used their insulin pump due to the locked keypad. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. The insulin pump settings were programmed accurately. A prime was performed with the current set and insulin exited the tubing. The customer performed a high pressure test and the device passed. She was also assisted with unlocking her keypad. The customer also mentioned that she went to the ER due to low blood glucose. She was treated with two glasses of orange juice. She was in the ER for five hours and the doctor determined that everything was fine. The customer declined documentation of the event. No products were returned or replaced.